Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the nurses noticed that the pump was more ¿loose¿ than other pumps. Related manufacturer reference number: 3003306248-2024-00016.

Manufacturer narrative:
D1: brand name corrected. D2b: product code corrected. D3: manufacturer contact corrected. D4: model/catalog number, lot number, and UDI number corrected. G1: manufacturer contact corrected. H6: medical device problem code corrected. Related MFR # 3003306248-2024-00001. Manufacturer¿s investigation conclusion: the report of pedimag blood pump, lot number l08267-lb5, feeling loose could not be confirmed as no product was returned for evaluation. A specific cause for the reported event was unable to be determined. The exact event date is unknown and could not be provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pedimag pump, lot number l08267-lb5, was not returned for evaluation. Review of the device history records for the pedimag blood pump, lot #l08267-lb5, revealed no deviations from manufacturing or quality assurance specifications. The pedimag blood pump instructions for use (IFU) is currently available and contains the following additional warnings and cautions: IFU warning #12: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #8: ensure the blood pump is properly locked into the centrimag motor. IFU caution #15: always have a spare blood pump, back-up console, motor, and accessories available for change out. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the blood pump on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate the blood pump counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The blood pump must be fully seated into the receptacle to function properly. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. No further information was provided. The manufacturer is closing the file on this event

Event description:
The ventricular assist device (vad) coordinator reached out to inquire if there had been any manufacturing changes since the nurses had thought the pedimag pumps looked to have had a wider movement where the locking screw and the plastic crescent indention space was. They would turn back and forth more; however, all the screws are tight and in the groove. No issues to the pump, hardware, and patient were reported.